Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that he was having problems with excessive air bubbles in the reservoir. He stated that the air bubbles were occurring during the fill reservoir sequence and he was having difficulty getting them out. He was advised to flick the bubbles to the top and push them into the insulin vial. Nothing further reported.